Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#:(B)(4), product type: programmer, patient. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. It was reported that the patient was getting a poor communication message on their patient programmer since this weekend. Patient services reviewed information and hot to use programmer with and without the antenna and the patient was getting poor communication both ways. The patient mentioned that they had not used the patient programmer in a while because they have been dealing with other health issues after getting a positive test result on their colongaurd screening. Patient services ordered a replacement programmer and advised the patient to follow up with their healthcare professional if they continue to get a poor communication to check ins status. The patient called back after receiving the replacement programmer and said they were still getting poor communication with and without the antenna. The patient asked if a rechargeable device was available. Patient services reviewed information. The patient said they may have the device taken out and wait for the rechargeable device. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: the initial report did not include the patient's full indications for use. The update in b5 has included the full indications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. In response to the inquiry of what the circumstances were that led to the poor communication with and without the antenna the patient reported ¿implanted dead batteries.¿ in response to the inquiry for what steps had been taken to resolve the poor communication with and without the antenna the patient replied ¿another remote showed dead batteries in implant.¿ in response to the inquiry of if the poor communication with and without the antenna resolved and if not what other actions had been taken or are planned to resolve, the patient replied that they were waiting for the 15 year rechargeable battery to be installed to replace the implanted batteries. No further complications were reported at this time.

Event description:
Additional information was received from a health care professional (hcp). In response to the inquiry for if the cause of the dead battery was due to normal battery depletion, the hcp reported ¿no/unknown.¿ in response to the inquiry for if the cause of the dead battery had been determined the hcp replied that it may have been due to the need for a higher intensity to achieve benefit. In response to the inquiry for if the dead battery resolved, the hcp replied ¿no,¿ that they planned to replace the battery. In response to the inquiry for the device status and explant date if the device had been explanted the hcp replied that it was to be determined. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.